Event description:
Pinnacle flx study. It was reported an incomplete seal occurred. On (B)(6) 2018 the patient underwent successful placement of a 27mm watchman flx laa closure device during a left atrial appendage closure procedure. A complete seal and deployed device diameter of 24 mm were noted. Prior to the index procedure, 81 mg aspirin was administered. The patient was discharged on (B)(6) 2018 on aspirin and apxiban. On (B)(6) 2018, during the 45-day follow-up, transesophageal echocardiogram (tee) revealed the size of the largest residual jet around the device was reported as 6mm. There were no further complications noted. It was further reported that on (B)(6) 2019, the 6 month follow-up tee findings revealed size of the largest residual jet around device was reported as 4mm.

Event description:
(B)(6) study. It was reported an incomplete seal occurred. On (B)(6) 2018 the patient underwent successful placement of a 27mm watchman flx laa closure device during a left atrial appendage closure procedure. A complete seal and deployed device diameter of 24 mm were noted. Prior to the index procedure, 81 mg aspirin was administered. The patient was discharged on (B)(6) 2018 on aspirin and apxiban. On (B)(6) 2018, during the 45-day follow-up, transesophageal echocardiogram (tee) revealed the size of the largest residual jet around the device was reported as 6mm. There were no further complications noted.